Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system was unable to turn on. The rse suggested the customer restart gpdu and initiate host pc manually. After which, image acquisition test performed, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.